Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited oversensing of noise resulting in pacing inhibition of up to three seconds. This patient was also reported to be pacing dependent. The device is expected to be reprogrammed to a fixed sensitivity. This device remains in service. No adverse patient effects were reported.